Manufacturer narrative:
(B)(4). Date sent: 9/9/2021. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. The blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional analysis was performed and the results was: the device was returned sealed inside its original packaging. Upon visual inspection, it was observed that both the tyvek and rigid blister were damaged. It is noted that there is a long slit through the top of the lid roughly 7¿ in length. Additionally, the blister from the packaging was damaged, specifically the corner around the handle is cracked through the seal and sterile barrier, with the portion broken off only adhered to the package by the tyvek. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package experienced a cut on the lid, as well as excessive force on the blister itself in order to cause this event.

Manufacturer narrative:
(B)(4). Batch #: u9446p. Additional information was requested and the following was obtained: did the issue with the package compromise the sterility of the device? ¿¿yes. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. The blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown surgery, before being used on the patient, the package was found damaged. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.